Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced difficulty breathing fifteen minutes into treatment with a polyflux 14l device. Treatment was immediately interrupted and the patient was treated with oxygen, 5 mg of dexamethasone (stat, push). The patient was reported to have 'felt better". No additional information is available.